Event description:
The patient experienced a sudden loss of effect on one side of their body (specific symptoms not reported). Impendence measurements were ok. A percutaneous extension was implanted and the electrode was stimulated with an external neurostimulator, without effect. The lead was replaced.